Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise along with wandering baseline causing the patient to receive an inappropriate shock while sleeping. The patient was seen in the clinic where the sensing vector was reprogrammed and no further oversensing has been observed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.